Manufacturer narrative:
On (B)(6) 2024, additional information was received indicating that only one atrial septal puncture was performed and the activated clotting time (act) was maintained as 300sec. Device investigation details: the device was returned to johnson & johnson medtech (j&j) for evaluation on (B)(6) 2024. A visual inspection and revision of all features were performed following j&j procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis, other issues or circumstances may have occurred during the usage of the device that compromised its performance. The root cause of the adverse event remains unknown. The physician's comment on the relationship between the event and the product was that it is possible that the event occurred while ablating the posterior wall of lpv due to the difficult anatomical structure that the heart turning sideways and the posterior wall was like roof. The instruction for use (IFU) contains the following warning and precautions: when using the catheter with conventional systems (using fluoroscopy to determine catheter tip location), or with the carto¿ 3 system, careful catheter manipulation must be performed in order to avoid cardiac damage, perforation, or tamponade. Do not use excessive force to advance or withdraw the catheter when resistance is encountered. The firmness of the braided tip dictates that care must be taken to prevent perforation of the heart. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference: #(B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a thermocool smarttouch sf and the patient experienced cardiac perforation that required pericardiocentesis, surgical intervention and prolonged hospitalization. After the procedure, the blood pressure decreased and pericardial effusion was confirmed. The blood pressure decreased while the posterior wall of the left pulmonary vein was being ablated. After the procedure, perforation was confirmed by intracardiac echocardiography. Although the blood was drained, the patient did not recover so the patient was transferred to another hospital for surgical treatment. The location of the perforation was in the lower anterior of left pulmonary vein. The patient required extended hospitalization due to cardiac surgery. Patient fully recovered. There were no abnormalities observed prior to or during use of the product. Atrial septal puncture was performed by rf needle. Ablation was performed before pericardial effusion was confirmed. Steam pop was not confirmed. The physician judged that there was a causal relationship between the health hazard and the product. The physician's comment on the relationship between the event and the product was that it is possible that the event occurred while ablating the posterior wall of left pulmonary vein (lpv) due to the difficult anatomical structure that the heart turning sideways and the posterior wall was like roof. No error messages observed on biosense webster equipment during the procedure.